Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that an ar-12990n scorpion needle tip broke off in patient's knee during an arthroscopy procedure. The surgeon was able to retrieve the tip without causing harm to the patient.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the scorpion needle tip had broken off. Right after the suture notch. Broken piece was not returned. Device functioning testing could not be performed, due to the as received damaged condition. The thickness of the needle point black was assessed and found to meet design specification. The cause of the event remains undetermined, although the observed condition is likely the result of user applied mechanical forces during use.